Event description:
The stent did not deploy. The stent and guidewire were removed as a unit. The stent was intact on system. The guidewire was stuck in the stent delivery system. The stent would not unsheath(deploy).